Event description:
During a carotid endarterectomy procedure, the common carotid balloon slipped from the common carotid artery. Surgeon them clamped the common carotid artery and completed the procedure. There was no harm to the patient as the result of this incident.

Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient or the user because of this event. Surgeon clamped the vessel and completed the procedure.